Event description:
I have developed severe stomach pain from prolene surgical mesh erosion. I am unable to consume proper nutrition now. I am under normal body weight and continue to spiral down. Mesh is dangerous and I should have been warned of this side-effect. I was not warned of this. Surgery performed at the (B)(6) clinic by dr. (B)(6) using ethicon prolene mesh.